Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.3 had failed. A field service engineer found that medications were jammed in the mini drawer. The fse manually released the drawer, removed the jammed medications, and returned the medications to the pharmacy. The customer was then able to successfully recover the drawer and complete the inventory process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer failed, and the message on the screen during recovery stated: requires maintenance. Please contact technical support. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.